Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. This device is not distributed in us. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Black dot at the bottom corner, foggy mage appear momentarily. This event occurred at the time of before use. There was no report of patient harm.